Event description:
The customer stated that the flipper bar on the axsym folate reagent pack was opened and broke off. The inside cap remained on reagent bottle #1 causing a probe crash. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.